Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a competitor right ventricular (rv) lead exhibited low, out-of-range (oor) pacing lead impedance measurement less than 200 ohms. Oversensed noise with pacing inhibition was noted but did not result in more than 2 seconds of asystole. Subsequently, the lead was abandoned surgically. There was no conclusive evidence on what caused the out-of-range impedance measurement and the oversensed noise. The lead and header connections were checked upon revision and the findings were good. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the device was later explanted and replaced several years later for reported normal battery depletion.